Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue: delay or no retraction the following information was provided by the initial reporter: translated to english. The customer stated: "the needle does not retract all the way. Customer claims the needle did not retract fully and only half retracted in the 21g wingset."

Manufacturer narrative:
H6: investigation: bd received ten (10) samples for investigation. The samples were evaluated by both visual examination and functional testing and the indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - delay or no retraction. The following information was provided by the initial reporter: translated to english. The customer stated: "the needle does not retract all the way. Customer claims the needle did not retract fully and only half retracted in the 21g wingset."